Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing low blood glucose levels of 30 mg/dl and emergency medical services was dispatched and took them for hospitalization. The event took place (B)(6) 2017 on monday night. The customer stated having sever cramps on her legs she could not walk. The customer was wearing pump when incident took place. The customer decline to trouble shoot the low blood glucose levels. The insulin pump will not be returned for analysis.